Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio downloaded the electronic records from the unit and determined that the cause of the reported issue was that it had logged 16.6 hours of user on-time.  This excessive on-time resulted in the depletion of the device's internal hybrid layer capacitor (hlc) batteries which prevented the device from remaining powered on, in order to charge and shock.  The excessive on-time is also indicative of an item having been placed on top of the device, continually pressing the on/off button, while the device is stored.  However, this was not confirmed. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted and the device would not remain powered on in order to charge and shock.